Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the customer charged the pump to 25% and then the pump shut off. Customer reported blood glucose (bg) level was 500 (mg/dl) with trace ketones. The customer stated a bolus was administered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.